Event description:
It was reported that charging cable became damaged and started fraying, and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of damaged charging supplies with shipment planned within two days, and no additional information was received regarding outcome of event.